Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. System operates as intended.

Event description:
Customer reported, an artifact in recalled images. No patient injury was reported.